Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedances on three leads, and X-ray imaging showed migration of the left L5 lead. As a result, surgical intervention was performed on (b)(6) 2026. During the procedure, it was observed that the leads had become disconnected from the IPG because they had not been properly tightened into the device. Consequently, the IPG and the migrated lead were replaced, while the remaining original leads were tightened into the new IPG to address the issue. Following the procedure, the patient continued to experience ineffective therapy because the leads that were not replaced were not providing stimulation. Therefore, additional surgical intervention may be undertaken to address the remaining issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.